Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited multiple episodes of noise. With provocative maneuvers, noise was able to be reproduced. Radiography confirmed the electrode was displaced. The patient elected to be discharged, however a system revision is expected at a future date. The system remains implanted. No adverse patient effects were reported.